Manufacturer narrative:
Additional information d9, h3, h6 and h11: h11: the device was received for evaluation. During functional testing, failed the volume test was not reproduced. The device was sent for testing, ran at a rate of 40ml/hr for 60 minutes at a vtbi of 40 and was within specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed volume test. This occurred during biomed service. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information h6: type of investigation. Additional information h11: an event date was not provided and therefore the event history log was reviewed for the last days of customer use. On (B)(6) 2025, at 16:10 local time the user programmed an infusion with a rate of 50 ml/hr with a vtbi of 20 ml, which are not the recommended parameters for flow accuracy testing outlined in the spectrum service manual. The infusion ran to completion without interruption or abnormalities. At 16:35 local time, the user programmed another infusion with a rate of 100 ml/hr with a vtbi of 20 ml, which also are not the recommended parameters for flow accuracy testing outlined in the spectrum service manual. At 16:41 local time, the user stopped the pump and changed the vtbi to 9.9 ml and the set was unloaded. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.